Manufacturer narrative:
The system was examined and the reported poor phacoemulsification during aspiration was not replicated. The reported priming issue was confirmed and the fluidics module was replaced to address the issue. A preventive maintenance (pm) was also performed. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿priming issue¿ can be attributed to the nonconforming fluidics module. However, without samples, component-level root cause cannot be determined at this time. The root cause of the reported ¿poor phacoemulsification during aspiration¿ cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported poor aspiration was experienced during setup and phacoemulsification mode of a cataract surgery. The system was unable to prime, system advisory displayed, and the system was rebooted to resolve and it was turned off the and turned back on and changed three cassettes but this did not resolve the issue. The surgery was completed by using a different system. No active irrigation (ai) or gravity fluidics (IV) used to control intraocular pressure. There was no harm to the patient.